Event description:
During routine testing, the user found that the monitor would only display a flat line. There was no pt involved. Tests on the device disclosed an intermittent contact in the cal switch (sw-101) on assembly 590220. No specific cause of the switch failure could be determined. The event is not occurring more frequently or with greater severity than is usual for the device.